Manufacturer narrative:
Beckman customer technical specialist (cts) assisted the customer with troubleshooting the au680 clinical chemistry analyzer over the phone. The customer replaced the ise (ion selective electrode) buffer syringe to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of two (2) false high sodium (na) patient results on their au680 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient data print outs or demographics. The customer provided example of false result.